Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have been having consistent lows and highs. The customer was having problems with continual lows due to their veins coming up to the surface, and was advised by their health care professional to try the sure-t infusion sets. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 88 mg/dl at the time of the call. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was sent sample infusion sets to try. The insulin pump will not be returned for analysis.